Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(6) received notification that a 21mm pericardial aortic valve was explanted after an implant duration of two (2) years and two (2) months due to thrombosis. Per the operative report, upon explant, the valve was observed to have adhesion of fibrino-cruoric material on its ventricular side without thrombus. Probable reorganized thrombosis was indicated as the root cause of the event. Of note, the patient was under anticoagulant therapy and the patient was (B)(6).

Manufacturer narrative:
Evaluation summary: customer report of thrombosis was confirmed. Thrombus material was observed on the leaflets near commissures 2 and 3 at the inflow aspect. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm mm near commissure 3 on outflow aspect. Host tissue and thrombus restricted leaflet mobility and led to stenosis. Leaflet 1 had a 3mm non-transmural damage at the free margin near commissure 2. Serrated markings were observed on leaflet 2 near commissure 2. The sewing ring was cut near commissure 1 and around leaflet 2. The wireform was exposed at the inflow aspect near leaflet 2. Additional manufacturer narrative: it was reported that on explant the valve was observed to have adhesion of fibrino-cruoric material on its ventricular side without thrombus. In this case, the root cause of this event cannot be conclusively determined with the available information. However, it was reported that probable organized thrombosis was indicated as root cause of the event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.